Event description:
Over two months ago procedural note: an oblique arteriogram was obtained which revealed adequate caliber and puncture location for placement of an angio-seal closure device. A 6 french angio-seal closure device was then successfully deployed. Hemostasis was obtained. Approx. One month later, procedural note: an oblique arteriogram was obtained which revealed adequate caliber and puncture location for placement of an angio-seal closure device. A 6 french angio-seal closure device was then successfully deployed. Hemostasis was obtained. Vascular surgeon contacted vascular unit director regarding patient he saw in office approx. One month ago who had a wound infection in the left groin possibly from angio-seal device.